Event description:
The patient received two leads with the same lot number. It was reported the patient had been in a motor vehicle accident and since the incident she has been using maximum amplitude. The patient reported she only felt the stimulation when she arches her back. Follow up found the sjm representative met with the patient and determined the impedances were normal, and an x-ray showed the leads had not migrated. Reprogramming had limited success and the patient was to meet with the physician regarding the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.